Event description:
It was reported that while staying home, the patient noticed there was a replace backup battery alarm that occurred. When they came in to the follow up clinic, the alarm persisted and did not go away even with new backup battery. Therefore, the system controller had been switched to the new one for patient's safety, which resolved the alarm. The controller was not returned for evaluation.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on the system controller (serial number: (B)(6)) was not confirmed. No log files were submitted for review. Provided information indicated that the system controller was exchanged, resolving the backup battery fault alarms. The root cause of the backup battery fault alarm could not be conclusively determined during this investigation. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. The heartmate 3 IFU section 2, entitled ¿system operations¿, describes the backup battery installation process. Section 5 of the IFU, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.